Manufacturer narrative:
This report is filed february 18, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6), 2014, due to improper placement of the electrode array into the vestibule. The patient was reimplanted during the same surgery.

Manufacturer narrative:
(B)(4)